Event description:
The customer reported that the system displayed errors with the kv and ma. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep adjusted the ii b355 fov and calibrated the collimator. The system operates as intended.